Event description:
It was reported, that immediately after the afib ablation with cryo. The patient was bleeding from their esophageal tube. The patient was receiving a transesophageal echo at the time of the call. No intervention was yet performed. Additional information received, stated that the physician's opinion regarding the cause of the adverse event was that it was procedure-related. And that the injury was suspected to be, due to cryo ablation (non-bwi product). Pc- (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).